Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 145 mg/dl. Customer stated that the insulin squirted out during manual prime. Customer was disconnected during prime. Pump was not bumped or dropped. Drive support cap was not damaged. Customer was asked to return pump for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during occlusion test due to faulty force sensor resistor. The device had cracked battery tube threads and cracked reservoir tube lip.